Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a mobi-c revision surgery was performed at level c5/6. No other information was provided.

Manufacturer narrative:
Device evaluation: product not returned, photos not provided and x-rays not provided. Device evaluation unable to be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to operational factors, patient factors, or post-op care factors. DHR review: DHR unable to be reviewed as lot number is not known. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a mobi-c revision surgery was performed at level c5/6. No other information was provided.